Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced lead migration and was confirmed via x-ray. Surgical intervention is expected to address the issue.

Event description:
Additional information received indicated patient had a surgical intervention on 08 (B)(6) 2021 , wherein the physician repositioned the lead to correct position. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.